Manufacturer narrative:
Additional information. Evaluation of the submitted log files confirmed a no external power alarm while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the patient¿s mpu could not be conclusively established. The submitted log file contained data from 09/17/2018 through 10/08/2018. No atypical alarms were captured from the beginning of the file until (B)(6) 2018 at 11:20 am. At this time, the rsoc dropped from the expected ~12v down to ~ 6.4 v, activating the no external power alarm. This no external power alarm appeared to be caused by a loss of ac power while the controller was connected to the mpu. The system operated on the backup battery (ebb) during this event. No other atypical alarms were captured and the pump operated above the low speed limit for the duration on the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Log file analysis completed by the manufacturer¿s technical services representative revealed a no external power / low power hazard event while mobile power unit was utilized. No additional information was provided.